Manufacturer narrative:
B3: unknown; month and year valid. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and a defective downstream occlusion (dso) sensor was identified. The dso sensor was replaced to address this issue.

Event description:
It was reported that the pump triggered an alert, indicating the need for technical service. There was no patient involvement. Evaluation of the returned device identified a faulty downstream occlusion sensor.